Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was replaced.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted it is likely that the blood in the distal conductor entered though the is-1 pin as no insulation breach was observed. Ifo bs information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator was not able to insert the stylet properly inside the lead lumen. That stylet was removed and the operator tried another stylet but encountered the same issue. The lead was explanted. No patient complications have been reported as a result of this event.